Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine and sensor interface board were replaced. No report of patient involvement.

Event description:
The hospital reported that the unit exhibited a failure affecting pressure support mode of mechanical ventilation. There was no report of patient involvement.